Event description:
The customer observed biased ammonia qc results on the vitron 250 analyzer. Biased results of the direction and magnitute observed may lead to inappropriate phycician action there was no report of patient harm as a result of this event.